Manufacturer narrative:
(B)(4). Batch # m54m59. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic subtotal gastrectomy procedure, after the device was fired, found malformed staples with irregular shape. Suture was used to complete the surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the sample was discarded by hospital, it could not be returned.